Event description:
It was reported there was a problem (non specified) with impedance values of the dbs lead. Palpation at the lead-extension junction indicated a possible connection issue. Troubleshooting was being considered. Additional information has been requested, but was not available on the date of this report.